Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician attempted to fixate the right ventricular lp (vlp) but during the rotation moved faster than expected causing a jump. Upon attempting refixation the vlp dislodged in short tether mode when the deflection test was performed. The vlp was redocked and tried to recover for the second time, but it was observed on fluoro that the helix had been sprung. Ultimately, a traditional pacemaker was implanted since the patient's anatomy was deemed too difficult to navigate and implant with the leadless system by the physician. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of positioning failure was not confirmed. Reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.